Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for right atrial lead replacement procedure due to unacceptable high thresholds. While in the procedure, the left ventricular lead dislodged. On (B)(6) 2018, both the leads were explanted. No patient symptoms were reported. The patient was stable after the procedure.